Event description:
It was reported that after an intervention revascularization procedure, arteriotomy closure of the common femoral artery was attempted using the perclose proglide device. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, no suture was attached to the needles. The device was removed over a guide wire and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed that the body of the device, handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp, and sheath were normal, with no indication of a product quality deficiency that would contribute to the reported needle-to-cuff miss. The anterior and posterior portions of the foot were examined, with no detected no needle strike marks to indicate that needle deflection occurred during deployment. There was no abnormal observation found on the returned device that could have contributed to the reported experience. The needle plunger, anterior cuff, posterior cuff, link, posterior needle, and monofilament polypropylene suture were not returned with the device, which may have aided in the investigation. Because only the body of the device was returned, the reported complaint was not able to be verified or confirmed. During testing, a proxy needle plunger was inserted resulting in acceptable needle trajectory. During manufacturing, the needle trajectory of every device is verified twice. The probable cause for a posterior needle-to-cuff miss is needle deflection during needle plunger deployment due to interaction with human tissue due to challenging patient anatomical conditions or a failure to position and maintain the device at a 45-degree angle throughout deployment. A search of the device lot history record for the reported lot revealed no nonconforming material record associated with this lot. A query of the complaint handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency. All products are subject to an inspection by manufacturing. In addition, a quality control audit inspection is performed to verify product quality.